Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported product is an unknown baxter prismaflex set. Initial reporter address: (B)(6). Initial reporter phone no.: (B)(6). The device was not returned, and the lot number is unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during unknown process step with an unknown prismaflex set, ¿a large fluid leak,¿ was observed at the effluent tube (no further details). There was no report of patient injury, or medical intervention associated with this event. No additional information is available.